Manufacturer narrative:
The technician found a bad switch in the footboard controls. The technician replaced the footboard switch to repair the bed.

Event description:
Information rec'd indicates the reverse trendelenburg function is not working.